Manufacturer narrative:
Investigation summary: bd had not received samples or photos for investigation. Therefore, 5 retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to stopper pop off (loose cap) as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® buffered trisodium citrate plus blood collection tube there was stopper creep out or a loose closure. The following information was provided by the initial reporter. The customer stated: there was a "loose cap. The hemogard of the tube opens after collecting blood from the syringe. "